Event description:
A memory lens iol implanted in pt's left eye in 1999 was diagnosed as opacified with inflammation and possible intraocular infection in 2003 by a retinal specialist, who is planning to explant the lens due to chronic long-term endophthalmitis. Visual acutiy reported as 20/30. The retinal specialist explanted the lens and performed a vitrectomy. Prognosis was reported as good and that pt will need secondary iol at a later date. Requests have been made for additional info. No further info is available at this time.